Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the device was found to have abnormal voltages that were related to high current drain and low pacing amplitude failure modes. The cause of the failure was localized to an anomaly internal to an integrated circuit (ic). The failure was cleared by a scanning electron microscope evaluation of the ic, and the root cause was unable to be determined.